Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 300-400 colony forming units (cfus) of pseudomonas aeruginosa, serratia spp. And stenotrophomonas spp. On (B)(6) 2024. The device was tested again on (B)(6) 2024, and tested negative/no growth found. All channels were sample. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Based on the results of the investigation and because the colonovideoscope was not returned, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.